Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 4 dissimilar complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Procedure: latarjet. The product came apart in 2 pieces; the return electrode came away from the device. It was then retrieve without further incident. They used different product to proceed with the procedure (cool pulse electrode). Patient was fine post-surgery. No delay in surgery. No adverse event to patient. The following additional information was received via e-mail from the affiliate on 11-18-2015: all pieces were removed from the patient. The articulating face of the electrode remained intact. The tip did not break off, only the return electrode.